Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02114. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). : it was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse, a cystocele, an enterocele, and urinary incontinence on (B)(6) 2006 and mesh was used. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, pain while sitting down, infections, constant bleeding, foul odor and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent multiple mesh revisions on (B)(6) 2009, (B)(6) 2010 and on (B)(6) 2011. The patient underwent removal on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).